Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was 115 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On 05 august 2022, the distributor reported the additional information: the pump history was checked and it was confirmed that multiple malfunction alarms occurred starting on 26 may 2022.